Manufacturer narrative:
The investigation has been completed for the reported issue of packaging issues- sterility. The device was received for evaluation. The root cause of the packaging issues- sterility was use related since the pump was dropped and became non-sterile. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The physician intended to insert the pump without the use of a guidewire to expedite the procedure. During the insertion, the patient required brief cardiopulmonary resuscitation (CPR). In the haste of the situation, the pump fell off the table and became contaminated. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.